Event description:
The device was implanted on 11/5/92. X-ray taken on 10/19/93 show broken sacral screws without clinical change. The device was explanted on 8/1/94. Solid fusion was found between l2 and l4. Pseudoarthrosis was noted at l5-s1. Broken sacral screw fragments were covered with bone and left within the sacrum.